Manufacturer narrative:
(B)(4).

Event description:
After removal from the patient, the guidecatheter was found separated on the sterile table. The patient is a male, age unknown. Two stents were successfully placed in a lesion at the distal right circumflex. The guidecatheter performed like normal during the procedure. During removal of the guidecatheter, there was no resistance or friction felt. Just after removal, the assisting nurse found the guidecatheter in two parts on the table. The surgeon and the nurse did not know how the guide became that damaged. The guidecatheter was separated approximately at the middle. There were no abnormal characteristics mentioned, and they cannot remember a moment where the guide had friction or where this damage occurred. It was noticed outside the patient and after procedure. The product looked normal when taken from the packaging. There was no difficulty flushing the device. There was no difficulty advancing the device over the guidewire. There was no injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint report stated "the guide performed normal during the procedure, 2 stents were successfully placed. During removal the physician did not notice and feel anything special on the guide. The assisting nurse found the guide in two parts on the table (after removal) where the surgeon and the nurse did not know how the guide became that damaged. They cannot remember a moment where the guide gave friction or where this damage occurred. It was noticed outside the patient and after procedure." A 6fr vista brite tip guide catheter was returned for analysis separated into two segments. The proximal segment is 37.5cm long and it is kinked in several places. The edge of the catheter at the site of separation is flattened and shows characteristics of being cut with a sharp tool. The distal segment is 67cm long and is compressed and kinked in several places. The edge of this segment looks twisted and elongated. The catheter was measured against the appropriate drawing and the inner and outer diameters were found within the expected tolerances. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The separation reported by the customer was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, review of the available information suggests that procedural factors may have contributed to the event. No corrective and preventive actions will be taken at this time.